Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels over 400 mg/dl since (B)(6) 2017. Blood glucose level at the time of the call was 411 mg/dl. The customer treated with the insulin pump. Troubleshooting was performed. No leaks or air bubbles were found and the settings and history were accurate. The high pressure test was not performed. It was advised to change the infusion set, reservoir and insulin and treat per doctor's instructions. The insulin pump will not be returned for analysis.